Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer report # 2124215-2025-18575 for the associated device information. It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Two naviguide devices were utilized after discovering another stone during a renal endoscopy. Thirteen days post-procedure, the patient developed sepsis and was intubated and admitted to the intensive care unit (ICU) due to a rapid decline in respiratory function. Normal saline bolus, phenylephrine, and adenosine were administered to maintain perfusion. The patient, who was cachectic, was transferred to hospice care in the ICU. The patient reportedly expired, but the cause of death was not reported. Per physician's assessment, the event was serious, was possibly related to the device, and possibly related to the procedure. ***additional information received on may 13, 2025*** additional clinical details revealed that the patient was intubated and sedated in the ICU, receiving vasopressor support and broad-spectrum antibiotics for sepsis, with a differential diagnosis of aspiration pneumonia versus a genitourinary source following recent left ureteral stent placement. In alignment with the family's expressed wishes and the patient's goals of care, a palliative extubation was pursued. The healthcare provider requested comfort-focused care. The patient was subsequently extubated in accordance with the palliative plan.

Manufacturer narrative:
Blocks b5, h6 (patient and impact codes) and h11 have been updated based on the additional information received on may 13, 2025. Block b2: the exact date of the patient's death is unknown. The provided patient's death date of march 31, 2021, was chosen as best estimate based on 30 days from the procedure date which happened sometime in march 2021. Block b3: the exact event onset date is unknown. The provided event date of march 14, 2021, was chosen as the best estimate based on the procedure which happened sometime in march 2021, and the day of adverse event reported at 13 days (pod13) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0306 captures the reportable event of "the patient developed sepsis." Imdrf patient code e0743 captures the reportable event of "rapid decline in respiratory function." Imdrf patient code e0733 captures the reportable event of "aspiration pneumonia." Imdrf impact code f23 captures the reportable event of "patient was intubated." Imdrf impact code f17 captures the reportable event of "patient was sedated." Imdrf impact code f0801 captures the reportable event of "patient admitted to the intensive care unit (ICU)." Imdrf impact code f2303 captures the reportable event of "normal saline bolus, phenylephrine, and adenosine were administered to maintain perfusion." Imdrf impact code f14 captures the reportable event of "the patient was transferred to hospice care." Imdrf impact code f02 captures the reportable event of "the patient reportedly expired, but the cause of death was not reported."

Manufacturer narrative:
Block h6 patient codes and impact codes corrected. Block h11 additional MFR narrative corrected. Block b2: the exact date of the patient's death is unknown. The provided patient's death date of march 31, 2021, was chosen as best estimate based on 30 days from the procedure date which happened sometime in (B)(6) 2021. Block b3: the exact event onset date is unknown. The provided event date of march 14, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at 13 days (pod13) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0306 captures the reportable event of "the patient developed sepsis." Imdrf patient code e0743 captures the reportable event of "rapid decline in respiratory function." Imdrf impact code f23 captures the reportable event of "patient was intubated." Imdrf impact code f0801 captures the reportable event of "patient admitted to the intensive care unit (ICU)." Imdrf impact code f2303 captures the reportable event of "normal saline bolus, phenylephrine, and adenosine were administered to maintain perfusion." Imdrf impact code f14 captures the reportable event of "the patient was transferred to hospice care." Imdrf impact code f02 captures the reportable event of "the patient reportedly expired, but the cause of death was not reported."

Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer report # 2124215-2025-18575 for the associated device information. It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Two naviguide devices were utilized after discovering another stone during a renal endoscopy. Thirteen days post-procedure, the patient developed sepsis and was intubated and admitted to the intensive care unit (ICU) due to a rapid decline in respiratory function. Normal saline bolus, phenylephrine, and adenosine were administered to maintain perfusion. The patient, who was cachectic, was transferred to hospice care in the ICU. The patient reportedly expired, but the cause of death was not reported. Per physician's assessment, the event was serious, was possibly related to the device, and possibly related to the procedure.

Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer report # 2124215-2025-18575 for the associated device information. It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Two naviguide devices were utilized after discovering another stone during a renal endoscopy. Thirteen days post-procedure, the patient developed sepsis and was intubated and admitted to the intensive care unit (ICU) due to a rapid decline in respiratory function. Normal saline bolus, phenylephrine, and adenosine were administered to maintain perfusion. The patient, who was cachectic, was transferred to hospice care in the ICU. The patient reportedly expired, but the cause of death was not reported. Per physician's assessment, the event was serious, was possibly related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b2: the exact date of the patient's death is unknown. The provided patient's death date of (B)(6) 2021, was chosen as best estimate based on 30 days from the procedure date which happened sometime in (B)(6) 2021. Block b3: the exact event onset date is unknown. The provided event date of march 14, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at 13 days (pod13) post-procedure. Blocks d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf patient code e0306 captures the reportable event of "the patient developed sepsis." Imdrf patient code e0743 captures the reportable event of "rapid decline in respiratory function." Imdrf impact code f2203 captures the reportable event of "renal endoscopy." Imdrf impact code f23 captures the reportable event of "patient was intubated." Imdrf impact code f0801 captures the reportable event of "patient admitted to the intensive care unit (ICU)." Imdrf impact code f2303 captures the reportable event of "normal saline bolus, phenylephrine, and adenosine were administered to maintain perfusion." Imdrf impact code f14 captures the reportable event of "the patient was transferred to hospice care." Imdrf impact code f02 captures the reportable event of "the patient reportedly expired, but the cause of death was not reported."